Event description:
It was reported that the saw blade could not be adjusted and the device was not functioning, which caused a surgical procedure to be delayed 30 minutes. This was due to another device being used to complete the procedure. There was no add'l anesthesia administered. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was duplicated. Based on the investigation details, the likely cause was problems with the drive train and motor, which were each replaced along with other components.